Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unk. According to the reporter: inserted trocar into cannula, inner seal broke. No pt involvement. A new instrument was used to complete the procedure. No pt injury was reported.